Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x24 mm taxus liberte drug eluting stent would not cross the lesion. The 90% stenosed lesion being treated was located in the severely tortuous, severely calcified distal right coronary artery (rca). The lesion was pre dilated with a 3.0x20mm maverick 2. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "stable". However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. Visual examination of the returned unit found both damage to the distal edge of the stent and that the hypotube had kinked approximately 15.8 cm distal from the catheters strain relief. Two of the struts were raised distally. The stent damage is consistent with the delivery system encountering some form of restriction. The hypotube damage is consistent with excessive force being applied to the delivery system. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was partially inflated indicating it had been subjected to positive pressure. A review of the top assembly device history record found that the device met its material, assembly and product specifications at the time of release to distribution. Operational context would be the most probable root cause due to anatomical/procedural factors encountered during the procedure so performance was limited.bsc ID # a00100179//tw # 666985